Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device was in good condition. The customer's problem was confirmed through functional testing. The device alarms, "cassette not attached properly." The root cause is unknown. The downstream occlusion (dso) sensor needs to get exchanged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump reports overpressure or that cutlery is not inserted correctly. There was no patient involvement, and no human harm reported.